Event description:
Explantation of artelon stt spacer due to increasing pain at activity. The patient had been pain free and functional until approx 18 months after implant surgery. X-rays revealed recurrent osteophytes. (Same patient as 3004878714-2013-00013). (B)(4).

Manufacturer narrative:
Explant sent for histological analysis. No result yet.